Manufacturer narrative:
Unit received with cracked battery tube threads and end cap. Unit received with severely scratched lcd window. Unit received with broken reservoir tube lip. Unit received with loose / protruded drive support disk.

Event description:
Customer reports that insulin pump fell down the stairs and as a result there are scratches to lcd screen. Customer's blood glucose was 289 mg/dl. Insulin pump would need to be replaced. No further information provided.